Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01575 & 01576).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2010 due to an unknown reason. The liner was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to dislocation. The liner was removed and replaced.